Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician explanted and replaced the patient's lead. Surgical intervention resolved the issue.

Event description:
Related manufacturer reference number: 3006705815-2021-06198. It was reported that the patient was in need of an MRI, but one of their leads was exhibiting high impedances. As a result, surgical anticipation is anticipated to replace the lead. It is unknown which lead is exhibiting high impedances, so both are being reported on.

Manufacturer narrative:
Date of event is estimated.